Manufacturer narrative:
The leads were not returned for analysis. This analysis report refers therefore only to the pacemaker analysis. Upon receipt, the pacemaker was interrogated and the memory content was analyzed. The devices memory documented bipolar and unipolar atrial and ventricular high lead impedances, confirming the clinical observation. Therefore, the header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In addition the impedance measurement functions of the device were thoroughly tested. Different load resistances were subsequently attached to the pacemaker and the device measurements in bi- and unipolar configuration proved to be normal and as expected. There was no indication of a device malfunction. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 20 months, electrical parameters (impedance, sensing and pacing threshold) were found to be insufficient on both leads. During revision both leads were reconnected to a new pacemaker. A connection issue is suspected.